Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and found the rear case battery pins depressed. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported depressed battery contacts were verified. The cause was determined to be 7 depressed battery contacts preventing direct current operation; the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced depressed battery contacts. There was no known patient injury or medical intervention associated with this event. No additional information is available.